Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was introduced for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure to evaluate for choledocholithiasis on (B)(6) 2021 the patient was placed in a prone position for the procedure. While the physician was inserting the scope into the patients esophagus, a one centimeter, full thickness perforation occurred near the upper esophagus. The physician then aborted the procedure. The patient remained intubated and was transported to another healthcare facility for evaluation. The patient was hospitalized for three days for observation and was treated with antibiotics. The patient was then discharged home in good condition.